Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed upstream & downstream errors. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation for "upstream & downstream errors" was reproduced. During functional testing, evaluation reproduced the upstream occlusion. Evaluation sent the device to flow line for ultrasonic sensor us occlusion which failed and downstream occlusion testing which could not be performed due the upstream occlusion. A review of the event history log revealed upstream and downstream occlusions messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor calibration is very out of specification. Evaluation will send device for force sensor no tube/scale factor calibration as part of the repair for the chipped downstream tubing guide repair. Evaluation determined the ultrasonic sensor and downstream tubing guide require replacement.. Should additional relevant information become available, a supplemental report will be submitted.